Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. The device is part of the advisory for this model. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed the rv pace impedance measurement has been variable over the record with a min range of 408 - 592 and a max range of 440 - 824 ohms. The lifetime ventricular sensing integrity counter is 130 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system. (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported the lead was replaced due to a sudden, unexplained decrease in r-wave measurements and unstable impedances. An insulation integrity issue was suspected. The device was replaced due to being near eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.